Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the cartridge was inserted into the handle during setting up, but the jaws could not be closed. The reload was replaced and the same handle was used to resolve the issue. There was no patient involvement.